Event description:
It was reported that the patient passed away due to a gastrointestinal (gi) bleed on (B)(6) 2024. It was noted that the patient had several gi interventions using a colon scope and underwent general surgery for suturing in attempt to stop the bleed. The patient also underwent several embolization in interventional radiology. The source of their gi bleed was bleeding ulcers in the rectum. They required constant blood products to replace their low platelets and decreased hematocrit. The patient had gone into respiratory failure and required a tracheotomy. Additionally, the patient suffered from renal failure and had bacteremia with pseudomonas leading up to their death. The outcome was not considered device or therapy related. The device operated as expected. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction (renal dysfunction, respiratory failure), infection, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.